Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high out of range shock impedance measurements greater than 125 ohms. It was noted this was a gradual rise over time. A revision procedure was performed and this lead was surgically abandoned and replaced. The physician elected during the lead revision to explant and replace the device due to the battery longevity being less than 2 years remaining. There was no malfunction with the device reported. No additional adverse patient effects were reported.